Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported an infection post-battery replacement, stating that there was an existing infection inside the pocket from 5 years prior. The new battery was removed. Patient was going to return post implant to have the new device implanted. It was reported the issue was resolved at the time of the report. The rep provided further detail stating the patient was asymptomatic for infection. When the battery of 5 years was being replaced a small amount of white fluid came out of the pocket, it was thought to be calcium liquid. The battery was replaced, and the fluid was sent for culture. It came back positive for rods. The patient had the new ins removed, and will move on to implant with another device in 2 months once site is ensured to be cleared for infection.